Event description:
It was reported to physio-control that the customer's device showed the a service wrench icon in the readiness display. During device evaluation, physio-control observed that the device's readiness display showed a service wrench icon and an empty battery icon. The device beeped, and could not be powered on; neither with a new battery inserted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device not to power on. Physio-control then removed and evaluated the analog pcb assembly. It was determined that the cause of the reported issue was due to legs 2 and 3 of an inductor, designator l1 on the analog pcb assembly being electrically open, which caused excessive off current and did not allow the device to power on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.